Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The penumbra system reperfusion catheter 032 was inserted inside the neuron delivery catheter 053 and placed up to the aci. A guidewire was used to advance the 032 catheter distal to the 053 catheter, but the guidewire became stuck inside the 032 catheter after advancing halfway through. Both the penumbra system reperfusion catheter 032 and the guidewire were replaced and the procedure was continued with other materials. There were no negative consequences for the patient, but the treatment time was lengthened some minutes. After the procedure, the physician tested the 032 catheter and the guidewire. The guidewire got stuck at a certain point in the catheter when advancing either distally or proximally, but no kink was found on the wire or the outside of the catheter. The device was inadvertently disposed of by a new cleaning staff.